Event description:
It was reported that a patient using the iLet experienced persistent hypoglycemia in the context of frequent ¿less than¿ meal announcements that led the algorithm to underdose initially, causing postprandial hyperglycemia followed by hypoglycemia, with documented glucose values of 316 mg/dl and 46 mg/dl; the issue was associated with user procedure and the user interface, and the patient completed a factory reset with assignment to additional training. Symptoms included hypoglycemia with dizziness and shaking or tremors, as well as episodes of hyperglycemia. Outcomes included an unexpected medical intervention requiring medication and classification as a serious injury or illness. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem was identified, and the problem involved improper or incorrect procedure or method related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error caused or contributed to the event.